Event description:
It was reported that the bd safe-clip¿ jammed and wouldn't cut through the needles. The following information was provided by the initial reporter: "consumer stated he is using a 31g needle. Stated, sometimes he's able to clip the needle and other times, needle gets stuck in the device and bends... I have a customer who called about product # 328235 stating that this is their 2nd safe-clip. It's jamming and bends the needle over although it's not full."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2025001. D4: medical device expiration date: na. H4: device manufacture date: 25-feb-2022. D10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. Investigation summary: customer returned (1) used bd safeclip from lot# 2025001. Consumer stated he is using a 31g needle and sometimes he's able to clip the needle and other times, needle gets stuck in the device and bends. The returned sample was examined, and it was observed that the cutter hole was blocked with previously clipped cannula additional cannula could not be inserted into the receptacle due to the blockage. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. According with the DHR review the problem ¿not clipping¿ has no jhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=0.65). Bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full. The cause for this issue is user related. The safeclip performed as intended and is now likely full.

Event description:
It was reported that the bd safe-clip¿ jammed and wouldn't cut through the needles. The following information was provided by the initial reporter: "consumer stated he is using a 31g needle. Stated, sometimes he's able to clip the needle and other times, needle gets stuck in the device and bends. I have a customer who called about product # 328235 stating that this is their 2nd safe-clip. It's jamming and bends the needle over although it's not full."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.